Event description:
It was reported that a warning triggered on the patient's right atrial (ra) lead. Upon healthcare assessment, there was no atrial capture, high impedance, and noise was noted on the lead in bipolar configuration. A lead fracture was suspected. The ra lead was re programmed to be unipolar pace/sense. The ra lead remains implanted and in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-25 lead; implant date: (B)(6) 2006. (B)(4).